Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient was undergoing a lead replacement and normal device change out procedure. At the beginning of the procedure, the patient was in normal sinus rhythm. The right ventricular (rv) lead (0181/307479) was explanted; shortly after its removal, the patient went into asystole with a drop in blood pressure. This rv lead (0693/519209) was then immediately placed and to start providing pacing at 80 ppm. Although the EKG showed capture of the tissue, the patient's blood pressure remained low. Cardiopulmonary resuscitation was then performed for almost an hour without success and the patient was declared to be deceased. The 0693 lead was removed and will be returned for analysis. It is unknown if the 0181 lead will also be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Calcified body fluid and possible tissue fully encapsulated the lead tip. Laboratory testing was unable to reproduce the reported clinical observations. The lead passed electrical testing. The pacing impedance measurement could have been affected, depending on how much calcification was on the lead tip while the lead was implanted.

Event description:
Additional information was received that the 0181 lead was being explanted for out of range pacing impedance measurements that were greater than 3,000 ohms. During the procedure, the 0181 lead was able to be removed without any force being exerted. An echocardiogram was performed; however, the results were not shared with the field representative. The 0181 lead will indeed be returned with the other lead (0693).